Manufacturer narrative:
Customer phone number: (B)(6).

Event description:
It was reported to philips that while the unit was being checked in kawagoe service center, a failure in the touch screen was found. The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact. A philips service technician evaluated the ventilator and confirmed the reacted position was misaligned with the touching position and touching sensitivity was poor. The philips service technician calibrated the touchscreen which did not resolve the issue. The touchscreen was replaced to resolve the issue and the device successfully passed all required testing after repair, and remains at the customer site. The customers alleged malfunction was confirmed and it was determined that the root cause was a faulty touchscreen.

Manufacturer narrative:
B4:19may2021. After reviewing this file, it was determined that MDR 2031642-2021-03560 was reported in error. This issue was discovered inside the service center and outside of clinical use. Based on this information, this event does not pose a risk of patient harm or serious injury; therefore, it is not a reportable event.